Event description:
It was reported the customer received a motor error alarm during their basal rates. It was also found the customer had a motion sensor test failure alarm on their insulin pump. A displacement test could not be performed due to the alarms. The customer was unable to complete the rewind sequence on their insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.